Manufacturer narrative:
Additional device product code: dzl. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a removal of cranios reinforced fast set putty, one (1)titanium matrixneuro reconstruction mesh, one (1) 3mm titanium matrix midface screw, one (1) 10mm titanium matrix midface screw, and one (1) 4mm titanium matrix midface screw due to c difficile infection postoperatively. Original date of surgery was on (B)(6) 2015. The patient was on a cephalexin antibiotic therapy due to complication known on (B)(6) 2015. It is unknown if there was surgical delay. Procedure and patient outcome was unknown. This report is for one (1) ti matrixmidface screw self-tapping 10mm. This is report 4 of 5 for complaint (B)(4).